Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was to report that since last week they had noticed that the communicator was no longer charging. When asked, the patient said that when plugged in it took about an hour to get the green light and then when unplugged all the lights turn off and there was no stimulation. The patient said that they tried a different wall outlet and the same thing happened. Reviewed meaning of lights of communicator. Patient then said had difficulty connecting to implant and last friday noticed return of symptoms, started leaking again. Patient was able to connect to implant and made an adjustment. The troubleshooting steps that were taken on the call resolved the issue. Patient will maintain stimulation level and will continue to track symptoms. Email was sent to patient registration to update follow up physician. On 2026-jan-07 additional information was received from the patient. The patient reported that the cause of them not feeling stimulation was the bluetooth on their husband's phone interfering with the signal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.